Event description:
During preparation for a coronary drug eluting stent treatment procedure, the inner packaging of the product was found to be opened. The taxus express2 2.5x8mm drug eluting stent was removed from the box and the inner packaging had been opened. The procedure was completed with another taxus stent. No patient complications occurred. Patient status is reported to be satisfactory.